Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient¿s parent reported that the patient was feeling sick (no details specified) and became incoherent. The cgm was reading 44 mg/dl but a finger stick bg was 500 mg/dl. The patient was treated with insulin injections and drinking water, and he felt better after a few minutes. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.